Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. During the insertion of the second inserter on the pt's left side, the mesh tore two centimeters below the end of the mesh, just under the fleece pad, and went behind the bone. Two centimeters of the mesh and the fleece pad remain implanted in the pt. The procedure was completed successfully with a different type of sling device.

Manufacturer narrative:
Date sent to the FDA: 04/04/2008. Conclusion: the prod upon which this medwatch is based is anticipated. Once the prod is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00223. The same pt is represented in each medwatch.